Event description:
Same case as: 6000089-2007-00886. It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The two lesions being treated were located in the distal left circumflex (lcx) at the location of the posterolateral branch (pl) and posterior descending branch (pd). A non-boston scientific guiding catheter was advanced to the lesion and kissing balloon technique was performed with the balloon catheter and two guide wires (unknown manufacturer). The blood flow was sluggish at that time. The guiding catheter was retrieved and thrombus was observed in the guiding catheter. Blood pressure went down at that time. The physician administered heparin. A non-boston scientific guiding catheter and two guidewires (unknown manufacturer) were advanced and a 2.5x15 mm non-boston scientific balloon was inflated 3 times in the pl. A 2.75x32 mm taxus express2 drug eluting stent was implanted in the lesion from distal lcx to pd. Blood flow was still sluggish. Dilatation was performed with the balloon of the stent delivery system. Blood flow became more sluggish. A 1.5x15mm non-boston scientific balloon was again inflated 5 times, but the status wasn't improved. The same 1.5x15 non-boston scientific balloon was inflated 3 more times in pl. Kissing balloon technique was performed with the 1.5x15 non-boston scientific balloon and the stent balloon in the pl and distal lcx-pd. The balloon of the stent system was then inflated in the distal lcx. A 2.5x24mm taxus express2 was placed and inflated to 12 atms in the proximal pl. Post dilatation was performed with the stent balloon. The physician observed a thrombus and sluggish blood flow in the distal lcx. Multiple balloon inflations were made using a non-boston scientific balloon and the stent balloon from the 2.75x32 mm taxus express2 stent. Blood flow was slightly improved. Intra-arterial balloon pump (iabp) was inserted. One day post, the initial procedure angiography detected chronic total occlusion (cto) in pl. Blood flow 'appeared' in the lesion from distal lcx to pd. Iabp was removed. Six days post, the initial procedure kissing balloon technique was performed with a 2.5x30 mm non-boston scientific balloon and a 3.0x30 mm non-boston scientific balloon in pl and distal lcx-pd. Blood flow was improved. No additional patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.